Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Concomitant medical products: opo73 tubing pack, phaco handpiece, and viscoelastics: endcoat and healon pro. Manufacturer year 2016. The clinic is reporting this adverse event only and did not request or require field service or clinical support. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a corneal burn occurred in the patient¿s operative eye. The surgeon reported that it occurred towards the end of phaco sculpting mode. A suture was required to close the incision. The intraocular lens was implanted with no complications.

Manufacturer narrative:
Additional: in initial report, the manufacturer year was only provided, however, the complete date was obtained and entered as 12/08/2016. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.